Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8709sc, lot# h819938310, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 17-apr-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving baclofen (2000 mcg/ml at 300 mcg/day) via intrathecal drug delivery pump. The indication for use was noted as cerebral palsy. It was reported that the patient had increased spasticity on (B)(6) 2019 and went to the emergency room (ER). The ER did labs and checked or a urinary tract infection (uti) and all were negative. The patient had a rotor dye study done and the physician was not able to aspirate the catheter. The neurosurgeon was consulted and an exploratory surgery was scheduled for (B)(6) 2019. No environmental, external, or patient factors were reported to have caused this issue. In the exploratory surgery, the hcp cut the catheter at the l2-3 anchor site and confirmed good cerebrospinal fluid (csf) backflow. The pump side port was accessed with a catheter access port kit and preservative free saline was injected, confirming the patency of the pump segment. The hcp also aspirated all pump contents during the procedure and they matched the expected volume of 15.8ml. The catheter was spliced with the appropriate catheter components and the pump was primed. The patient was also given oral baclofen from (B)(6) 2019. Pump refill was scheduled for (B)(6) 2019 with new drug. It was unknown if the issue was resolved. The patient was "alive - no injury." There were no further complications reported at this time.